Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going, no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Patient implanted with prodisc-l experienced dislocation of the implant dorsal to the spinal canal. This is the 3rd of 3 reports submitted on this event.